Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿outflow graft d4: model #:  1125/ catalog #:  1125/ expiration date: unknown / serial or lot#:  unknown d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unknown h5: yes, outflow graft h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was found unconscious at home. It is unclear how long the patient had been lying unconscious.  Cardiopulmonary resuscitation was done, the heart rhythm was asystole and nothing more could be done. It was suspected that the patient died due to a brain hemorrhage or outflow graft thrombosis. The vad flow was 0.8 l and wattage was 2.3. Of note, the vad was identified as being in subgroup 3.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the outflow graft was inspected during the autopsy no clots were found. It was stated that "its believe that it was something heart related". No further information will be provided.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) and the associated outflow graft with unknown lot number were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue and the outflow graft lot number is unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported thrombus event could not be confirmed due to insufficient evidence. Of note, the available information indicated that the patient likely died from "something heart related." Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, neurological dysfunction, syncope and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: product ID outflow graft 1125- lot# unk h3: no d9: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.